Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Reportedly, customer performed a pump reset prior to calling into tandem technical support in order to resolve the issue. Subsequently, a sensor session started notification became frozen on the pump screen and the customer was unable to clear it. Customer then performed an additional pump reset to clear the notification and the issue was resolved and customer successfully started a sensor session, and data points were displayed. Customer¿s blood glucose was 180 mg/dl.